Event description:
Technical services received a call on 11 /16/12. Caller reported that this rv lead was laser extracted because it was on advisory. The patient experienced a cardiac tamponade due to the laser extraction of the lead. Dr. (B)(6) at (B)(6) hospital in (B)(6) decided not to implant the new rv lead because of the patient's status. They took the patient to the or because of the small effusion and to perform a pericardia window. No additional information is available at this time. Lead was implanted on (B)(6) 2007. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).